Event description:
Reported via clinical study . It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro closure device was implanted (B)(6) 2025. The patient was discharged. The patient presented for protocol scheduled 45 day follow up visit, and transesophageal echocardiography (tee) imaging revealed device thrombus. The patient was placed on oral antithrombotic medication and will be monitored at the next follow up.